Event description:
A (B)(6) male patient's spouse called zoll customer support to report excessive check therapy rad alarms and checked belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms and check belt alarms) was confirmed. As received the belt failed an incoming functional test. Upon electrode (te) cable was pulled from the strain relief and the pulse wire in the dn and rear te cable was broken at the solder joint in the dn. The cause for the alarms and the test failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.